Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: when providing respiratory treatment to patients, it was found that the power supply was battery powered, and the external power supply could not be used. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: when providing respiratory treatment to patients, it was found that the power supply was battery powered, and the external power supply could not be used. No patient harm or consequences.